Event description:
Our affiliate is reporting that the tip of a pathseeker needle broke off inside the shoulder joint during an arthroscopic slap repair. The surgeon was able to retrieve the tip and continue with the rest of the procedure without further incident or consequence to the pt.

Manufacturer narrative:
The complaint device was discarded by the facility, therefore, is unavailable for eval. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 74 devices that were released to distribution. Therefore, we cannot determine what may have caused the user to experience the reported event. Although it is reported that there is no pt consequence, if this was to recur and the broken fragment was not retrieved from the pt , it is possible that pt injury could potentially occur. We do not know what impact , if any, this would have on the pt. It is because of this uncertainty that this report is being filed to document this event. This is the first report of this kind for this device family, in which time there have been over 10,000 units released for distribution. Therefore, based on complaint rate and customer impact, we consider this to be an anomaly. No further action is warranted at this time. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.